Event description:
Reporting status: serious injury - disability-permanent damage. Reporting rationale: permanent impairment-thrombosis/occlusion of artery. Device issue: none. Information was reported via a maude event report (see attached) that the pt had heart surgery in 2006 and had three stents implanted. Two of the stents were medicated to prevent clotting. One of the stents was an rx vision. The pt experienced chest pains about two and a half months later and saw the physician two months hence. Another angiogram was performed and found all three stents were found to be plugged with blood clots. The pt is currently awaiting follow-up care and additional heart surgery to correct the clogged stents. Complainant is awaiting heart bypass surgery. Complainant has an evaluation pending. The dr believes that the stents were the cause of the blood clots. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Both angina and thrombosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedure, and are considered to be foreseeable and clinically acceptable in view of pt benefit. There does not appear to be any indications of a stent delivery system quality problem.